Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for generator replacement procedure. During suturing, the pulse generator exhibited atrial undersensing and far r wave oversensing. Programming changes were made. The patient was discharged.